Event description:
Md completed procedure and was removing the probe. The probe broke almost in half and approximately 5 inch of the front end of the probe remained in the pt's lumbar operative site. The surgeon made an unexpected incision to retrieve and remove broken probe in its entirety. The pt tolerated the procedure well, recovered w/o any problems, and discharged to home. Dates of use: 2009. Diagnosis: sacroiliac pain. Event abated after use stopped: no.